Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction).

Event description:
One endeavor rx drug-eluting stent (3.50 x 18mm) was successfully implanted to proximal lad during the index procedure. The pt experienced chest pain approx 4 months later. The pt took nitro, however symptoms were not improved. The pt was taken to hospital, where st elevation on v1-v3 observed. A non q-wave mi was diagnosed. Restenosis of the proximal to mid lad was observed. An endeavor rx drug stent (3.50 x 15mm) was implanted to mid lad, overlapping the previously deployed stent. Investigator has indicated that the event was not related to the study stent or study procedures. Approx 8 month 2 week post index procedure, the pt again experienced chest pain, however nitro was effective. An ECG a few weeks later revealed unstable angina. A f/u coronary angiogram revealed 99% restenosis in the proximal lad and 90% stenosis in the mid lad. An additional revascularization was performed using non-medtronic devices. Investigator has indicated that the event was related to the study stent, but not to the study procedure. The pt is in remission. Reference MFR report number 9612164201101179.